Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the catheter became disconnected from the injector connector. At a later date, it was discovered that the catheter was fractured at the hub. There was no complications or intervention reported with this event.